Event description:
It was reported that the cutting balloon was used to treat a mid lad in-stent restenosed lesion. As reported, upon the first inflation at 6 atm the cutting balloon ruptured potentially causing a small perforation. A stent was used to repair the perforation. The pt is reported as stable.